Manufacturer narrative:
No additional information was made available at the time of reporting.

Event description:
Patient reported experiencing pain since on (B)(6) 2021 and claims to not receiving adequate pain relief from the system. Reprogramming attempts were not able to resolve issue. Ipg appeared to have migrated and 4-contacts appeared to be broken at the tines. System was explanted on (B)(6) 2022.